Event description:
Per the Medical article "Mid-term efficacy evaluation of transcatheter mitral valve "valve-in-valve" replacement with different access approaches for degenerated bioprosthesis received from China, a 76-year-old patient with a 27 mm Standard Edwards bioprosthetic valve unknown model implanted in mitral position underwent a valve-in-valve intervention after an implant duration of 15 years due to degeneration leading to severe stenosis and moderate regurgitation (mean pressure 12mmHg). The patient presented with NYHA Class III. A transcatheter valve was implanted in replacement.

Manufacturer narrative:
Additional H6 (Type of Investigation) code: Labelling Review. H11: Additional Manufacturer Narrative: This report serves as both the initial and final Medical Device Report (MDR), incorporating the findings from the investigation.The Standard valve model is indicated as pertaining to Edwards Lifesciences; however, this is not a recognized Edwards model name. This is one of thirty-five Manufacturer Reports being submitted for this article. Reference to MDR Report Numbers 2015691-2026-16756 and 2015691-2026-16748 for additional events within the same medical article. Article citation: Liu S, Yang Y, Wang Y, et al. Mid-term efficacy evaluation of transcatheter mitral valve valve-in-valve replacement with different access approaches for degenerated bioprosthesis at a single center. Zhonghua Wai Ke Za Zhi (Chinese Journal of Surgery). 2026;64(5):494-501. DOI: 10.3760/cma.j.cn112139-20251202-00557.The subject device is not available for evaluation as it remains implanted in the patient. The Instructions for Use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU.Structural Valve Deterioration (SVD) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. SVD commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.